Event description:
It was reported that the patient's generator was unable to be interrogated. The physician was able to use the programming system with other patients ruling out the programming system. The patient was referred for generator replacement. No known surgical interventions have occurred to date.

Event description:
Clinic notes dated (B)(6) 2016 noted that the patient is doing well with no further seizures. It was noted that the generator has not yet been replaced and that the device was checked, but no changes were made. It appears that the generator was able to be interrogated and no device failure has occurred.

Manufacturer narrative:
.

Event description:
It was reported that the patient was supposed to be seen by the neurologist's office, but never returned. The patient has not been seen by the surgeon; therefore, no surgical interventions have been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.